Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 error code 100.5010 account name: (B)(6) medical center account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 100.5010 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer states they replaced the logic board due to a broken connector. Informed customer they need to reflash the 8015 software, specifically the main boot block. Customer will flash software on the 8015. Ended call.